Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the full lead returned for analysis, where it was observed that the helix was disengaged from helical channel. Blood/body fluid was present on the distal conductor and the helix mechanism.

Event description:
It was reported that, during the implant attempt, the helix would not extend after three fixation attempts. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.